Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient was having incision wound issues and underwent a device explant surgery. The patient received a cement spacer.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient was having incision wound issues and underwent a device explant surgery. The patient received a cement spacer.

Manufacturer narrative:
The reported event could not be confirmed due to the lack of additional clinical information. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is a girdlestone situation visible in this case. The implantation took place in (B)(6) 2023 and the explantation took place in (B)(6) 2024. There is no further information given, that an infection took place. The clinical information is, that there were some incision wound issues present and the surgeon decided to perform a girdlestone operation making an infection likely. The time between the implantation and the explantation is a little more than 6 months, low pathogenic infection from the time of the implantation is possible, although this would neither be considered as an early or intermediate infection (with a higher likelihood of being associated to the implantation). The case would be considered to be treatment related, but not implant related. ¿failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure.¿ a microbiologist reviewed the sterilization procedures, environmental monitoring, bioburden data and the DHR and noted: the subject device was packaged according to established design and process specifications, and was sterilized according to procedure. No deviations or non-conformances could be found. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.